Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 228 events were reported for this quarter. Product return status: 3 devices were received. 208 devices were evaluated in the field. 17 device investigation types have not yet been determined. Event confirmation status: 211 reported events were confirmed. Evaluation results: 211 devices were found to be affected by missing paint chips. Additional information: 228 devices were not labeled for single-use. 228 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 228 </noe> malfunction events in which the device had paint chips missing. 227 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 228 events were originally reported for this failure mode during the reporting quarter. - 2 events were inadvertently excluded. - 230 reported events are included in this follow-up record. Product return status 71 devices were received. 158 devices were evaluated in the field. 1 device investigation type has not yet been determined. Event confirmation status 229 reported events were confirmed. Evaluation results 229 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 230 </noe> malfunction events in which the device had paint chips missing. 229 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 230 previously reported events are included in this follow-up record. Product return status: 72 devices were received. 158 devices were evaluated in the field.

Event description:
This report summarizes 230 malfunction events in which the device had paint chips missing. 229 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.